Event description:
The customer reported that after successfully demand pacing a pt for 5-10 minutes the pt went ito vfib. The user stopped the pacer function and attempted to deliver defibrillation via pads. The user charged the unit to 70j and the discharge button was depressed several times, but no shock was delivered. A second discharge attempt was made with the same no shock delivered results. The defibrillator was turned off and external paddles were connected. The unit was charged to 70j and the discharge button was depressed, but no shcok was delivered. The pt expired.